Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that the calibrator bar was missing for their precision xtra blood glucose meter kit and they could not properly calibrate their meter. Customer then reported feeling disoriented, and then reported losing consciousness. Customer drank peach juice to stabilize their glucose. There was no report of death or permanent impairment associated with this event.